Event description:
It was reported that a user experienced hypoglycemia after reducing meal portions, with a documented blood glucose of 63 mg/dl that improved to 81 mg/dl after oral carbohydrate intake, and the user also received an insulin set expired alert despite adequate reservoir volume; education and troubleshooting were provided, including guidance on performing a factory reset to adapt to new eating patterns and the option to perform an infusion set change only. Symptoms included low blood glucose requiring treatment with oral glucose. Outcomes included recovery without medical intervention or hospitalization. Investigation included review of user-reported blood glucose data, assessment of alarm behavior, and provision of operational guidance for device use and infusion set maintenance. Investigation of this case revealed no device malfunction; the episode was consistent with hypoglycemia of unclear cause in the context of recent dietary change and a routine infusion set expiration notification. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.